Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received multiple inappropriate therapies for svt. Programming changes were recommended. No further information is available.